Event description:
Error 17; battery is not charging. No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp, serial number (B)(6)) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. Since the device was not returned, the root cause of the reported issue remains unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.